Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited hardware damage with the screen/bezel separating, resulting in the device housing being in two pieces; the user temporarily secured the pump with tape and continued use until a replacement could be provided. Symptoms included no reported adverse clinical effects and no alarms. Outcomes included arrangement for replacement and instructions for device shutdown to prevent further alerts, data sync to the mobile app prior to return, return of the affected unit with a provided shipping label, and counseling that data would not transfer to the replacement and that startup would be required. Investigation included troubleshooting and user education. Investigation of this case revealed screen bezel separation consistent with a device housing/component failure. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to screen/bezel separation.